Event description:
The patient came to the operating room for a redo mitral valve replacement and presented with an ef of approximately 15 percent. The physician assistant (pa) stated that the patient was very big with a large belly. Upon the first stick, they had to hold the patient's belly/skin up and away from the femoral crease so they could gain access to the femoral artery. They gained access with needle, then wire, and then dilator. When they began to advance the sheath/dilator into the artery, they struggled. When they did have access and let the belly/skin relax, the sheath moved to an almost 90 degree angle. They did advance the 40cc sensation catheter but when they tried to verify placement, they said they could not see the iab. The cardiac surgeon felt it may have been too short and asked for a 50cc sensation plus iab, thinking it would be longer. They removed the 40cc sensation iab, set it aside and prepped the 50cc sensation plus for insertion. The pa was now ready to insert the 50cc sensation plus iab into the patient. They tried to utilize the same access site as the first iab but were unable to do so. The pa and assistant surgeon (as) had created a hematoma at the sight so they proceeded with a cut down procedure. They advanced the 50cc iab into the patient. When they went to turn the pump on, they noticed that they were not getting any readings. The pa also felt that they could have been in a "false lumen" and that was why they were not getting any readings. They then removed the 50cc iab and closed the left femoral artery and closed the site. The pa and as proceeded with a right femoral cut down and prepared for insertion of the 50cc sensation iab into the patient's right femoral artery. They back-loaded the wire into the iab and inserted the iab into the patient without complication from what they could tell at the time. The pa said they "possibly" dissected the aorta at this time. They turned the balloon pump on and began therapy. They proceeded until they were going on bypass, at which time they turned the pump off. When they were coming off bypass, they turned the pump back on and it was working fine. They then noticed that the patient was filling up with blood from the dissection and proceeded to repair the damaged area of the ascending aorta. They could not save the patient and he expired. The pa indicated that the patient had a 4.8cm aortic aneurysm. He felt that the iab was not the cause of the death. He also indicated that the patient was high-risk due to low ef of 15 percent and redo mitral valve repair. The heart nurse agreed with the information provided by the pa and she added that she felt their access site was too low, by 5 inches. This may have lead to the iab not being seen on the transesophageal echocardiogram cm abdominal aortic aneurysm prior to insertion of the initial iab. Abdominal or aortic aneurysm is a contraindication for use. The patient was also (B)(6), in addition to having a large anatomy. Nonetheless, the facility chose to initiate iab therapy with an incorrectly sized iab (sensation 7 fr; 40 cc) for this (B)(6) patient. It is recommended that an 8 fr, 50 cc iab be used for a patient of this size per instructions for use, section v. Equipment required, iab catheter sizing chart. During the second and third iab insertions, an 8 fr 50 cc sensation iab was used. The hospital does not attribute the patient's death to the iab. The facility also reported that during the second insertion, they were possibly in a false lumen as they did not have any iabp readings. They removed the iab, and closed the left femoral artery site. Lastly, the facility also reported that the access site of this patient may have been too low, by five inches, which could have been the reason for the iab not being seen on the transesophageal echocardiogram. In conclusion, there is no evidence to support a product malfunction in this event.

Manufacturer narrative:
A detailed investigation could not be conducted on the product since it was not returned. Nor was the serial number or lot information provided; therefore, the specific device history could not be reviewed. Report of an aortic dissection is extremely rare; .001 percent for all datascope iabs sold in the past year. In addition to this reported event, there has been only one other dissection event (aorta was punctured) in which a different model iab was used and which was reported by the hospital staff to be attributed to the doctor's technique. With regard to this specific reported event, it should be noted that the reported aortic dissection was not confirmed to have occurred during placement of the third iab. That insertion was reported to be without complication, yet the pa said that they "possibly dissected the aorta" during placement of the third iab. The iab instructions for use contain two specific warnings regarding avoidance of dissection by ensuring proper iab insertion/removal and not exerting excessive force when inserting the iab. Regarding the insertion of the third iab, the facility chose to "backload" the wire into iab. This approach is not in accordance with the sensation iab instructions for use, regarding instruction for proper guide wire insertion. Also, note that this was a high risk patient (i.e., low ef of 15 percent and a redo mitral valve repair) who had a known 4.8 cm abdominal aortic aneurysm prior to insertion of the initial iab. Abdominal or aortic aneurysm is a contraindication for use. The patient was also (B)(6), in addition to having a large anatomy. Nonetheless, the facility chose to initiate iab therapy with an incorrectly sized iab (sensation 7 fr; 40 cc) for this (B)(6) patient. It is recommended that an 8 fr, 50 cc iab be used for a patient of this size per instructions for use, section v. Equipment required, iab catheter sizing chart. During the second and third iab insertions, an 8 fr 50 cc sensation iab was used. The hospital does not attribute the patient's death to the iab. The facility also reported that during the second insertion, they were possibly in a false lumen as they did not have any iabp readings. They removed the iab, and closed the left femoral artery site. Lastly, the facility also reported that the access site of this patient may have been too low, by five inches, which could have been the reason for the iab not being seen on the transesophageal echocardiogram. In conclusion, there is no evidence to support a product malfunction in this event.